Event description:
It was reported that the patient with this right atrial (ra) lead had experienced pre-syncopal symptoms and x ray showed conductor fracture, the ra lead was replaced. This ra lead is expected to return. No additional adverse patient effects were reported. Additional information was received and high impedance and high capture measurements were also reported. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead had experienced pre-syncopal symptoms and x ray showed conductor fracture, the ra lead was replaced. This ra lead is expected to return. No additional adverse patient effects were reported. Additional information was received and high impedance and high capture measurements were also reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Dried body fluid was noted in the helix housing and deformed coils approximately 245 - 258mm from the terminal end. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right atrial (ra) lead had experienced pre-syncopal symptoms and x ray showed conductor fracture, the ra lead was replaced. This ra lead is expected to return. No additional adverse patient effects were reported.